Manufacturer narrative:
Concomitant products: c4tr01, ipg, implanted: (B)(6) 2015; 429688, lead, implanted: (B)(6) 2015.

Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. When testing the new atrial lead, oversensing of electromagnetic interference was noted. Different things in the lab were turned off and the oversensing would stop and start. The physician felt that the electromagnetic interference was due to some source in the lab but could not find what it was. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the atrial had poor sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.